Event description:
Epidural pump heard beeping without patient or nurse precipitating any function. When nurse checked screen it was blank. Six hours later the beeping was noted again while nurse in attendance and "bolus infusing" visualized on the display screen by both nurse and patient without patient pushing the activation button. The pump was immediately changed for another. After investigation by director of nursing of the unit, it was concluded that the pump did malfunction and deliver a bolus dose of narcotic without anyone pushing the pca button or programming the pump to do so.